Event description:
On 3/15/2022, it was reported by a sales representative via email that an ar-2656 distal clavicle plate had one of the distal screw not lock in the plate. This was discovered during a clavicle fx procedure on (B)(6) 2022. Another plate was used and case was completed without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-2656dl was received for investigation. Visual inspection identified thread damage to the plate holes, most likely resulting from over-engaging/over-tightening during insertion.